Event description:
It was reported that there were concerns regarding potentially inappropriate therapy delivered by this implantable cardioverter defibrillator (ICD). The device delivered multiple bursts of anti-tachycardia pacing (atp) followed by several shocks. The therapy was believed to have been triggered by an atrial arrhythmia with a rapid ventricular response. The delivered therapy did not successfully convert the rhythm. The device remains in service, and no additional adverse effects to the patient were reported.